Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a followup the physician found several vt episodes. According to him, these were not real vt but svt, may be atrial fibrillation. The majority of these episodes were in vt-1 monitor zone, while 3 of these were in vt-2 zone and inappropriate atps and shocks were delivered. This issue was clinically resolved by reprogramming.